Event description:
Patient underwent acl reconstruction surgery (B) (6) 2007. Patient has since had two subsequent surgeries as a result of the defective screw. Patient then had infection with evidence by abscesses and corresponding rupture of the same. Her leg was swollen and red from the knee though the ankle. Furthermore, she experienced sickness, fever and disorientation causing her to go to the emergency room on one occasion.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4). (B) (4).